Manufacturer narrative:
The ziv6-35-125-7.0-60-ptx stent of lot number c772906 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation and were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: ¿findings: six images are provided. Three are of a right sfa stent. Three are of two left sfa stents. The two left sfa stents appear normal given the limited detail of the provided images. Imaging detail is insufficient to exclude a type I stent fracture. On the right the anterior medial distal stent contour abruptly indents. This maybe normal or reflect a type I fracture. Type ii fracture on either side is unlikely and type iii-v fractures were not present. Impression: a left sfa type I stent fracture cannot be confirmed or disproved. Imaging detail is too limited although both sfa stent appear normal. A type I fracture could be present at a right sfa contour change however this could also represent normal stent conformation to adjacent irregular atheroma. Significant findings relative to the patient's anatomy were not observed. Significant findings relative to the disease state were not observed. Significant findings relative to the use of the device were not observed. Significant findings relative to the design or performance of the device were not observed. Cause of adverse events was not observed." Stent fracture cannot be confirmed or disproved from the provided imaging; therefore the complaint is confirmed based on customer testimony. According to the imaging review, a left sfa type I fracture cannot be confirmed or disproved. Imaging detail is too limited, although both sfa stents appear normal. A type I fracture could be present at a right sfa contour change however this could also represent normal stent conformation to adjacent irregular atheroma. It was confirmed that the stent in the patient's right leg was not a cook device. The stent was a terumo/misago stent. It is unlikely that the stent fracture occurred due to device malfunction however as the cause of the adverse events were not observed, a definitive root cause cannot be determined. It can be noted that stent strut fracture is a known adverse event associated with the placement of zilver ptx stents. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has occurred previously with this lot number. However, based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c772906. As per information provided, no medical or surgical intervention was performed. No other adverse events have been reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt of information confirming the stent in the patients right leg is not a cook manufactured stent. This information was requested due to the reference of another stent in the image review received of the patients right leg. The investigation has been updated with this information. Initial description submitted as follows: on (B)(6) 2011: ziv6-35-125-7.0-60-ptx was placed in the patient's left sfa. On (B)(6) 2016: at 4 years follow up, x-ray performed and type I stent fracture was found on the distal side of the stent.

Manufacturer narrative:
The ziv6-35-125-7.0-60-ptx stent of lot number c772906 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation and were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: ¿findings: six images are provided. Three are of a right sfa stent. Three are of two left sfa stents. The two left sfa stents appear normal given the limited detail of the provided images. Imaging detail is insufficient to exclude a type I stent fracture. On the right the anterior medial distal stent contour abruptly indents. This maybe normal or reflect a type I fracture. Type ii fracture on either side is unlikely and type iii-v fractures were not present. Impression: a left sfa type I stent fracture cannot be confirmed or disproved. Imaging detail is too limited although both sfa stent appear normal. A type I fracture could be present at a right sfa contour change however this could also represent normal stent conformation to adjacent irregular atheroma. Significant findings relative to the patient's anatomy were not observed. Significant findings relative to the disease state were not observed. Significant findings relative to the use of the device were not observed. Significant findings relative to the design or performance of the device were not observed. Cause of adverse events was not observed." Stent fracture cannot be confirmed or disproved from the provided imaging; therefore the complaint is confirmed based on customer testimony. According to the imaging review, a left sfa type I fracture cannot be confirmed or disproved. Imaging detail is too limited, although both sfa stents appear normal. A type I fracture could be present at a right sfa contour change however this could also represent normal stent conformation to adjacent irregular atheroma. It was confirmed that the stent in the patient's right leg was not a cook device. The stent was a terumo/misago stent. Additional information was received from the initial reporter stating that there was in fact no stent fracture of the cook stent on the left leg. The image review concluded that a left sfa type I stent fracture could not be confirmed or disproved, as the quality of imaging provided was too low. The complaint was therefore confirmed based on customer testimony, however now that the customer has stated there was no stent fracture of the cook product, this complaint is no longer valid and is to be cancelled. For complaints where it has been determined either through the manufacturer or through clinical opinion that the device functionality did not contribute to the issue, a limited investigation may be completed. Therefore no document review is required. As per information provided, no medical or surgical intervention was performed. No other adverse events have been reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted to cancel the initial reports. Additional information received that confirms no stent fracture in left sfa as initially reported. This event has been re-assessed as no longer meeting the reporting criteria of an FDA MDR malfunction report. Initial description submitted as follows: on (B)(6) 2011: ziv6-35-125-7.0-60-ptx was placed in the patient's left sfa. On (B)(6) 2016: at 4 years follow up, x-ray performed and type I stent fracture was found on the distal side of the stent.

Manufacturer narrative:
The ziv6-35-125-7.0-60-ptx stent of lot number c772906 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation and were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: ¿findings: six images are provided. Three are of a right sfa stent. Three are of two left sfa stents; the two left sfa stents appear normal given the limited detail of the provided images. Imaging detail is insufficient to exclude a type I stent fracture; on the right the anterior medial distal stent contour abruptly indents. This maybe normal or reflect a type I fracture; type ii fracture on either side is unlikely and type iii-v fractures were not present. Impression: a left sfa type I stent fracture cannot be confirmed or disproved. Imaging detail is too limited although both sfa stent appear normal; a type I fracture could be present at a right sfa contour change however this could also represent normal stent conformation to adjacent irregular atheroma; significant findings relative to the patient's anatomy were not observed; significant findings relative to the disease state were not observed; significant findings relative to the use of the device were not observed; significant findings relative to the design or performance of the device were not observed; cause of adverse events was not observed." Stent fracture cannot be confirmed or disproved from the provided imaging; therefore the complaint is confirmed based on customer testimony. According to the imaging review, a left sfa type I fracture cannot be confirmed or disproved. Imaging detail is too limited, although both sfa stents appear normal. A type I fracture could be present at a right sfa contour change however this could also represent normal stent conformation to adjacent irregular atheroma. Clarification has been requested regarding whether there was a possible error in the complaint information provided; concerning the side the stent fracture was noted. If complaint information is correct, a separate pr will be opened to capture the possible stent fracture present at a right sfa contour. Once opened, the investigation will be updated with the relevant pr number. It is unlikely that the stent fracture occurred due to device malfunction however as the cause of the adverse events were not observed, a definitive root cause cannot be determined. It can be noted that stent strut fracture is a known adverse event associated with the placement of zilver ptx stents. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has occurred previously with this lot number. However, based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c772906. As per information provided, no medical or surgical intervention was performed. No other adverse events have been reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2011: ziv6-35-125-7.0-60-ptx was placed in the patient's left sfa.on (B)(6) 2016: at 4 years follow up, x-ray performed and type I stent fracture was found on the distal side of the stent.